Event description:
Additional information was received from the patient. They were advised by their healthcare professional that the fall moved wires, but their insurance is not longer accepted by the doctor, so they don't have the insurance to correct it. They reported that they plan to leave the device implanted, but not in use; device removal is not planned.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1tssr, implanted: (B)(6) 2018-10-25, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1tssr, serial#, implanted: 2018 (B)(6), explanted: product type lead b3. Date is estimated, year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's doctor quit accepting their insurance. They fell in approximately (B)(6) of 2020 and broke their hip and disconnected the wires. They wanted to know if it was ok to leave it and not have it fixed or removed if they could not afford to fix it if it did not bother them. They went to the doctor and they said there was nothing they could do for them. It was explained the components are made to withstand the body so if it did not bother them, they did not have to have it removed. The patient noted they were going to the doctor on wednesday.